Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that upon receiving a v60 ventilator, during the installation process, the unit displayed occurrence of vent inop auto-zeroing of machine and proximal pressure transducers in post failed. There was no patient involvement

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The v60 vent was received at the manufacturing facility. Failure investigation technician performed visual inspection of the unit, which did not reveal any signs of external damage. Review of the diagnostic report (drpt) showed occurrence of multiple instances of check vent machine pressure sensor autozero failed. There were no instances logged of the reported occurrence of vent inop auto-zeroing of machine and proximal pressure transducers in post failed. During testing, the unit did not pass the pressure accuracy test. Unit delivered breaths, but was alarming check vent: machine pressure sensor auto zero failed. Further testing identified pressure sensor u6 on the data acquisition board was producing a reading of 0.998 volts, which should be at approximately 2 volts. The pressure sensor u6 was removed and replaced. Unit was re-tested, and this time it passed the pressure accuracy test, and was able to operate in normal ventilation mode and delivered breaths with no errors produced.